Event description:
It was reported that the device was not priming and not delivering. The event occurred during set-up. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal. No issues were found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the bubbled dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.